Manufacturer narrative:
Evaluation results-(other): visual inspections of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed. The reporter stated the cause of the torn lens was due to the lens having not been loaded correctly. This is one of two lenses used on this patient. See MFR report #2023826-2008-01458. The facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be sent